Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump was infusing at a rate that mmdg would consider reportable. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that the pump was finishing it's infusion an hour before it should have. Mmdg did follow up with the initial reporter, who stated that there was "no harm done" to the patient. (B)(4).